Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup mode. Programming changes were performed to resolve this issue. The patient condition was stable before, during, and after.